Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump alarmed failed battery test and stopped delivery due to that. The customer¿s blood glucose was 86 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, bad battery, battery out limit, weak battery or failed battery test alarms noted during testing. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. No corroded battery tube noted.